Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump battery life did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2014 with the following findings: a review of the pump¿s black box history showed that two low battery warnings and multiple replace battery alarms were recorded. Evidence of partially discharged batteries being installed was observed in the black box history. Visual inspection revealed that the battery compartment threads were crack and that there was moisture in the battery compartment. The returned battery cap was able to be fully tightened to the pump despite damage to the ¿coin slot¿ on top of the cap. The pump¿s electrical current draws were found to be within the required specifications. A leak test was a performed and a leak was found at the crack in the battery compartment. The pump case was removed and evidence of moisture was found inside the pump. Unrelated to the complaint, evaluation revealed that the display was dim and discolored.